Manufacturer narrative:
Block e1 (initial reporter facility address): (B)(6). This event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). (B)(6). Block h6: medical device code a050501 captures the reportable issue of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 handle assembly and ligator head were analyzed. A visual evaluation of the ligator head found all the bands present and some of the bands were moved out of their position and overlapped. The trip wire was not secured and the slack was correctly taken up. Microscopic examination was performed, and it was noted that the ligator head teeth were bent. It was also noticed that the trip wire was cut and revealed that a mechanical tool was used to perform the cut. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). A visual evaluation identified that the trip wire was not secured. This can cause the trip wire to slip through the handle assembly and affect the bands deployment activity. Additionally, the trip wire was found to be cut using a mechanical tool. Based on the evaluation of the returned device, it may be related to some technique performed by the user in order to separate the device from the endoscope. Taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anal canal during an endoscopic band ligation procedure performed on (B)(6) 2021. During the procedure, it was noted that the device was stuck and the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anal canal during an endoscopic band ligation procedure performed on (B)(6) 2021. During the procedure, it was noted that the device was stuck and the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.